Event description:
It was reported that a 500 ml eva tpn bag leaked. The reporter stated that the bag leaked from the seam after filling. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection noted the seam on the bag was open. The reported condition was verified. The cause of the leak was an open seal on the bag due to incomplete or defective welding of the bag during the bag formation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.